Event description:
The patient claimed he was treated at the ER after his blood glucose was elevated to 600 mg/dl while on insulin pump therapy. Reportedly, the animas insulin pump had a power issue unrelated to the elevated blood glucose. Per the patient, the subject pump rebooted only once. At the time of troubleshooting, the reboot issue was unfounded. The animas representative performed troubleshooting to evaluate the animas pump and to assess the cause of the patient's alleged elevated blood glucose. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. The cannula did not have any a kink or bending at the infusion site. The patient was able to prime into air with the animas insulin pump. The animas representative concluded there was no pump malfunction associated with the alleged event. It is not clear what contributed to the patient's alleged symptoms and elevated blood glucose. This complaint is reported because the patient claimed his blood glucose elevated to 600 mg/dl while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that a low battery warning and a replace battery alarm occurred on (B)(6) 2011. The pump history indicated that the replace battery alarm went unconfirmed, and that insulin delivery was not resumed until (B)(6) 2011. There was no physical damage noted to the battery compartment. The battery cap was not returned with the pump for investigation; a test cap was used to complete testing. The test battery cap tightened securely to the pump. The pump powers on appropriately to the verification screen with functional auditory and vibratory alarms. No defects were found to the power flex, battery connections, and internal components. The reported intermittent power issue was not duplicated during testing. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.